Event description:
Customer alleged the left head rail will not stay latched.

Manufacturer narrative:
The hill-rom technician found the metal latch guard was bent. He re-bent guard sway from latch to resolve the issue.